Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says that controller screen went blank last week. They said they filled out a form online but never heard back from medtronic. I had pt take battery pack out of controller and plug in ac power cord and screen didn't come on. This was because the ac power cord was unplugged from ac power outlet. They plugged it in, and the screen came back on but it said to replace controller batteries, and there is no green light on controller. If they unplug ac power from controller, the screen immediately goes blank. Emailed repair to send replacement battery pack. The issue was not resolved. An email was sent to the repair department to replace the device. Pt called back saying they got the battery pack and put it in their controller, but the controller said battery empty and would not charge from ac power. Pt said green light was on ac power supply and controller screen turns on with aa batteries. Pt didn't see any damage to controller port but said there were some bite marks in the power supply cord. An email was sent to repair to replace the controller and ac power supply.

Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6). Product ID 97745, serial# (B)(6), product type programmer, patient . Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). Product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Analysis of the 97745 programmer (B)(6) revealed that the ynit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. It was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. The rtm/power connector support was broken/cracked. H3: analysis of the m995402a001 battery pack (B)(6) revealed that the battery charged when placed in known good 97745. It was read by battery pack reader and met specification requirements. B3: date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.